Manufacturer narrative:
Additional information received : it was confirmed that the remaining type ia was acceptable and left untreated. A one-month follow-up visit with a new CT scan is scheduled. Correction to b5: the site assessed the event as causally related to the stent graft and not related to the endoanchors, the medical monitor assessed the event as causally related to the stent graft, possibly related to the endoanchors. The event was assessed by both the site and the medical monitor and was determined to be not related to the index procedure, the aneurysm, or the stent graft deployment. Correction to a3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during an unknown endovascular procedure. It was reported that during the index procedure a ia endoleak was observed. The physician used heli-fx endoanchors which improved but did not totally remove the endoleak. The site assessed the event as causally related to the stent graft.

Manufacturer narrative:
Additional information received: the site assessed the type ia endoleak as causally related to the aneurysm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.